Event description:
A nurse at the user facility reported a defective haptic. The intraocular lens was returned stuck inside the cartridge of the delivery system. The user facility verified that the problem was with the cartridge, not the lens. There was no patient impact/injury associated with this event.